Event description:
It was reported that 2 sharps coll can 22.7l yel 1103 vent cap had cracked lids. The following information was provided by the initial reporter: "details of complaint (reported issue): 2 containers out of 12 arrived in sealed box with cracked lids."

Manufacturer narrative:
H6: investigation summary three photos were provided by customer with the complaint of cracked lids. This was evident in the photos and the customer's complaint has been verified. According to the DHR review process, the result showed there were no issues reported like lid broken/damaged during the manufacturing process of the lot 0309927 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken/damaged for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like pictures of the whole packaging in order to determine the root cause of this issue. However, it was noticed that this product was sold by a distributor and this issue arose from a product sold in canada where all material send to this country is being reprocessed (relabeling) by a distribution center creating an additional handling at the time to unload/load material with forklift, that¿s why the evidence of the whole packaging is needed to determine the root cause and to rule out that this issue was generated by incorrect handling, transportation or because a non-suitable packaging was used, in addition the controls to handle remaining material after reprocess is unknown. H3 other text : see h10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 sharps coll can 22.7l yel 1103 vent cap had cracked lids. The following information was provided by the initial reporter: "details of complaint (reported issue): 2 containers out of 12 arrived in sealed box with cracked lids."